Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2000 ohms for an unknown reason. It was noted that the impedance measurement at implant was 1929 ohms. All other measurements were within normal limits. At this time the physician has opted to continue to monitor the patient. The pacemaker and rv lead remain in service and no adverse patient effects have been reported.